Event description:
Pt had PICC line inserted in 2002 and was discharged. Two weeks later home care nurse was called as pt reported leakage at the site. The nurse found the PICC line had come apart. Line was found in the pt's pulmonary artery and was removed by interventional radiology. No permanent harm to pt.